Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging multiple inaccurate high and inaccurate erratic complaints on her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter was reading inaccurately on (B)(6) 2016; although no results were provided for this date. On (B)(6) 2016, she reported that she obtained an alleged inaccurately high blood glucose result of "549 mg/dl" on the subject meter compared to "44 mg/dl" on a onetouch ultra meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The patient reported that the reading of "549 mg/dl" was also high compared to her feelings/normal results. The patient also reported inaccurately erratic blood glucose results of "315, 44, 343, 289, 234, 457, 69, 106, 549 and 401 mg/dl" performed more than 20 minutes apart. However, the reported time difference of greater than 20 minutes between these results make this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin pump therapy. She reported that after obtaining the alleged inaccurate results, she continued with her usual dose of medication, including sliding scale; she reported that dependent on the amount of food/drink she consumes, she administers more or less insulin. She denied developing any symptoms as a result of the alleged issue. She reported that the emergency medical services (ems) was contacted and a blood glucose result of "17 mg/dl" was obtained on the ems meter. She also claimed that on (B)(6) 2016, she was given IV glucose from a healthcare professional (hcp). During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, her test strips had been stored correctly and the test strip vial was not cracked or broken. The cca also noted that the patient had taken blood samples from the same approved sample site and she described the correct testing steps. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a sign suggestive of severe hypoglycemia which required hcp intervention, after the alleged meter issue began.